Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 44 mg/dl in the morning. The customer treated with food. The customer's current blood glucose reading is 289 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer performed the displacement test and motor error did not recur. The customer was advised to monitor the pump.